Manufacturer narrative:
The reported complaint of a small spot on the intraocular lens on the first lens cannot be confirmed due to no product was returned for evaluation. Therefore, no evaluation was performed. It was initially reported that the first intraocular lens was discarded by the clinic a review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a small spot on the intraocular lens (iol). The surgeon tried to remove the spot but scratched the iol, the spare iol also had a spot but this was flushed away during surgery. No serial number for the spare iol is available. Reportedly, there was no patient injury, no surgery delay, and the iol has been discarded by the clinic. No further information was provided. Note: the customer experienced issues with two zcb00 lenses. A separate medwatch report will be filed for each lens. This report is for the initial lens, serial number (B)(4).